Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to the lead becoming damaged during the surgery. Another lead was use in its place and the procedure was completed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. It is concluded this was a result of an unintended use error caused or contributed to event. The complaint device was not returned by the customer; therefore, no product analysis could be performed. Therefore, no further actions are considered necessary.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to the lead becoming damaged during the surgery. Another lead was use in its place and the procedure was completed successfully. No additional adverse patient effects were reported.